Event description:
During the surgical procedure, the surgeon unfortunately had to re-do the venous anastomosis on the left side of the chest a total of three times (with the 2 failures). The left side is classically the ¿more difficult¿ side, with generally smaller vessels/a more challenging dissection in comparison to the right. The surgeon had to cut the vein back each time this occurred, shortening the available length for the anastomosis. The first coupler had a pin that was bent, which did not allow for placement of the vessel over it/so that the this could be closed and deploy properly. The second coupler was loaded properly and we were able to place the vein onto/into it. However, when it was completely closed, it then mis-fired and ejected the entire coupler, without actually ¿coupling¿ the vessel ¿ getting stuck in the ¿fully deployed¿ position (as far clockwise as it could go), which usually ejects the device after it is closed and the anastomosis is completed/¿coupled.¿ this damaged the vein again and necessitated us to trim it back again. This was witnessed by multiple individuals in the operating room that were performing the anastomosis, as well as those watching this happen live on the microscope screen. The replacement coupler device worked fine the first time around. So, I am not sure if both failures might have been related to the coupler device? Moreover, this added ischemic time to the flap and time on the or table, at least 30 minutes or more. Manufacturer response for device, anastomotic, microvascular, gem microvascular anastomotic coupler (per site reporter). Failed devices given to synovis rep [redacted name] for testing [redacted date].